Event description:
Post procedure 6f sheath, md decides to use perclose 6f at access site. Protocol was followed. First perclose deployed but did not achieve hemostasis due to suture breaking. Second perclose deployed but steady bleeding was noted. During this process hemotoma occurred. Cvt (cardio-vascular tech) assisted in holding proximal pressure while I held over access site. Wire access was always maintained during this process. Medical doctor was notified of the situation. Medical doctor opted to reinsurt long sheaths 7f (doctor (B)(6) and medical doctor arrived to assist), 8f and 10 f sheath sequentially. Doctor ordered femostop to be placed over the site with 10 f sheath still in. Femostop placed at 160 mmhg, hemostasis was achieved and patient was transfered to cvl recovery bed 17. This patient became hypotensive and developed bleeding from the right groin. The findings at surgery: failure of proglide device to close artery.